Event description:
Information received by medtronic indicated that the insulin pump had a crack at battery compartment. No harm requiring medical intervention was reported. The customer will discontinue use of the device. The device was returned for analysis.